Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that upon initial interrogation at clinic, a driveline disconnect/ pump off was noted that lasted about 4 seconds on 28feb2026 at 1900. It was said by the bedside staff that the patient disconnected the power module from wall power at the time of the driveline disconnect event. Log files were submitted for review and captured a driveline disconnect at 7:12 pm on 28feb2026. The pump was off for approximately 4 seconds before ramping back up to speed. This did not appear to be an authentic manual disconnect. There were no other unusual events recorded in the log file event history.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log files confirmed a driveline disconnect that resulted in a system stop. The account communicated that the cause of this pump stop was due to user error by physically disconnecting the power module from the wall. The controller event log file contained events from (B)(6) 2026. On (B)(6) 2026 at 19:12:59, a driveline disconnect alarm and subsequent pump stop was captured. This was due to a physical disconnection of the driveline due to the loss of the left ventricular assist device (lvad) motor serial number seen within the log file. Once the driveline was reconnected, the pump ramped up to the fixed speed without issue. The pump appeared to function as intended at the fixed speed while the driveline was connected. It was reported that there was a driveline disconnect/pump off event on (B)(6) 2026 at about 19:00 that lasted approximately 4 seconds. It was thought that this disconnect would have occurred at the driveline at either the inline connector or the system controller connection. Bedside staff stated that at the time of the pump off that the power module was disconnected from the wall. Log files were provided to conclude what occurred. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further events have been reported at this time. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product, per the device history record review section of (B)(4). The current revision of the IFU and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states ¿if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, chapter 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies,¿ also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.